Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations found the primary failure of cut electrode dislodged to be related to the customer reported complaint. Upon visual inspection, the instrument was found to have a dislodged cut electrode at the distal end. The cut electrode was observed to be lifted from the bottom jaw of the grip set and still attached at the base of the grip tips. The jaw ceramic dots were present at the wrist. A review of the logs showed no failures. Additional observations not reported by the customer: the instrument was found to have thermal damage on the cut electrode. The instrument was tested for electrical continuity and passed. The instrument was found to have a torn jaw cover at the distal end. No missing material was observed. Tears measured approximately 0.025" - 0.038" in length. Further investigation performed by advanced failure analysis engineering (afae) team confirmed the initial findings. The instrument cut electrode appeared to have dislodged from the jaw assembly. This is likely a component failure of the cut electrode assembly. Additionally, the distal attachment points of the cut electrode appeared to be slightly melted or deformed, which may have contributed to the dislodged cut electrode. The jaw cover was found to be torn at the distal end, in the jaw tang pouch. A review of e-100 generator energy logs did not find any significant error or codes.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the white plastic piece of the distal end of the synchroseal instrument became loose. The procedure was completed with no reported injury.